Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator had a loss of communication error while in use on a patient. The patient was removed from the ventilator and was placed on a second ventilator. The patient was not harmed or injured as a result of the event.